Manufacturer narrative:
Evaluation in progress, but not yet concluded.

Event description:
After use of the device for a cardiopulmonary bypass procedure, the user reported the heart lung console failed to operate on battery power, indicating the battery charger was defective. The device was used for the procedure. Since the event occurred after the cardiopulmonary bypass procedure, there was no adverse consequence to a pt as a result of this event.